Manufacturer narrative:
Findings: unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received missing o-ring (reservoir tube). Unit received with cracked case at reservoir tube window corners. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 166 mg/dl. Customer stated that there is piece missing near reservoir compartment. Customer didn't notice the damage until putting new reservoir in. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.